Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and planned for revision surgery due to an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: b4, g4, g7, h10. Additional: h6. Event summary: it was reported that patient was implanted with cls stem was implanted on an unknown date and considered for revision due to an unknown reason. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. The compatibility check could not be performed as there is no item# and lot# reported. DHR review could not be performed since no lot number was available. Conclusion summary it was reported that patient was implanted with cls stem was implanted on an unknown date and considered for revision due to an unknown reason. In vivo time of the device is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.